Manufacturer narrative:
Detailed analysis was undertaken. Review of device memory found that the first high impedance measurement was recorded by this device approximately 11 months after it had been implanted. Visual examination identified corrosion in the the high voltage a (hva) coil terminal block. The corrosion was also noted on the hva header wire, extending toward the radio frequency (rf) antenna header wire. Testing in the laboratory replicated high impedance measurements. An x-ray of the device header confirmed the header wires were intact and were not fractured; however, electrical testing confirmed a low resistance pathway from the hva wire. Computed tomography (CT) analysis was completed and no foreign material or weld issues were identified. The detailed analysis confirmed the presence of corrosion resulting in a low resistance path at the hva header wire location and causing the observed high impedance measurements; however, the source for corrosion could not be identified during the investigation. Investigation concluded it was unlikely the root cause of the corrosion was related to manufacturing issues.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was received with no product performance issues alleged and approximately eleven months later information was received that the system recorded an out-of-range shock impedance measurements which triggered an alert on latitude patient monitoring system, thus at this time the device was retrieved from archive in order to complete laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This device is undergoing analysis. Upon analysis completion this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an out-of-range shock impedance measurements which triggered an alert on latitude patient monitoring system. Additional information noted that a procedure took place, and this device was explanted and returned. No additional adverse patient effects were reported.